Manufacturer narrative:
Device evaluation: a review of the manufacturing records was conducted. Included in this review are optical inspection, print proof labeling, boxing operation and process and/or material changes. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. (B)(6). (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Date of event: 2014, best estimate of date. Acutal onset date was not provided.(B)(4): product has been identified as part of recall# z-1123-2014.all pertinent information available to the manuufacturer has been submitted. Placeholder.

Manufacturer narrative:
The initial MDR date received was 9/4/2104. The correct date is 09/04/2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Patient reported that the intraocular lens (iol) that was implanted in her left eye is causing her to be unhappy with her vision; she could not see very well from her left eye. Patient explained that she was prescribed glasses, post-operatively. Patient also reported that she has made an appointment to seek iol exchange/removal. No further information has been provided. Companion eye will submitted in a separate MDR submission.